Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the battery revealed that the battery passed functional testing, however visual inspection revealed a damage on the outer sheath of the cable, resulting in exposed internal wires, the damage that was observed did not affect the functionality of the device. The observed damage is not related to the reported event and the most likely root cause of the observed damage can be attributed to wear and/or due to handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it reached end of useful life. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.